Manufacturer narrative:
Concomitant products: product ID 8784, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that they did a dye study as they suspected a catheter issue because the therapy was not working. The dye study showed no issues. It was later reported that the patient's dose was up to 500 mcg/day but the patient felt it was no longer working as she was still quite spastic. There was no determined cause for the lack of therapy, and the pump was noted to be fine. The event was attributed to the patient being resistant to baclofen. A rotor and dye study were done on (B)(6) 2014. It was noted that they had increased the patient's dosage to 600 mcg/day and would increase it again tomorrow. The patient reportedly thought the increase to 600 mcg/day may have helped a little. The healthcare professional (hcp) reportedly tried botox and alcohol injections also with little success but plan to try the botox again. The patient reportedly recovered without permanent impairment, however still had ongoing symptoms. The patient's pump was infusing lioresal. Additional information was requested, but was not available at the time of report.